Manufacturer narrative:
This supplement report is submitted to report additional information. The referenced phenomenon was replicated when an endoscope, not the subject device, was connected to olympus otv-s7pro video image processor (serial number: (B)(4)), which was used in combination with the subject device during the procedure. The above mentioned video image processor is considered to cause the referenced phenomenon. Please cross-reference to 8010047-2016-00237.

Manufacturer narrative:
This supplement report is submitted to report additional information. The referenced phenomenon was duplicated when the subject device was connected to olympus otv-s7pro video image processor (serial number: (B)(4)), which was used in combination with the subject device during the procedure. When confirming the endoscope image of the subject device with no illumination light emitted, it was found that the left side of the image was slightly colored. Based on the past similar cases, it is considered that the processing timing of the image signal is deviated. Olympus changed a design related to the phenomenon and addressed it.

Manufacturer narrative:
This device referenced in this report has been returned to olympus for evaluation. Based on the evaluation, the phenomenon was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. There is a service record of replacing insertion unit and video connector in (B)(4) 2015. If additional information becomes available at a later time, this report will be supplemented.

Event description:
This device referenced in this report was used for a laparoscopic cholecystectomy. Though the image was purplish, the facility continued the procedure and it was completed. After the procedure, bile spillage broke out. Since there was no device to be replaced with the subject device, the facility conducted an open surgery. The physician commented that the image difficulty was one of indirect possible cause for the bile spillage.